Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger won't turn on. Patient said they haven't charged the recharger for about a month because they had moved. Patient said they had the recharger plugged in for 2 days but still it won't turn on. Pt said last night when they tried to charge the recharger using a different outlet the connector pins from ac power supply had broken off. A request was sent to the repair department to replace the ac power supply. Pt mentioned they will be having an MRI that is why they needed to be charged.

Manufacturer narrative:
Continuation of d10: product ID 37761. Serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient. They stated that they recently moved (and couldn't find my ID card for the device but requested a new one). Patient stated that their neurostimulator was getting old but worked great. They went to try to charge it this weekend (was recently sent a new ac power supply, belt/antennae, and recharger). The recharger messaged it needing charging. Patient let it sit for hours and it never worked. This evening they tried it in another outlet. Almost immediately and bring gentle with it, the end of the cord with the arrow the cord from the ac power supply to the recharger came apart. They cannot fix that and it wasn't working anyway. Patient request a new ac power supply and the entire recharger, antenna, and belt as they think a piece of the broken tip jammed the recharger dock. They would have a procedure soon and they need to show it will be off and will be safe. Patient sated that in a year or two, they plan on replacing the whole unit given its age, but it still work great.